Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would not interrogate and power up. It was indicated that the programmer's stylus would not align with the cursor of the display screen intermittently. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would not interrogate devices and would also not power up. The programmer was returned for service. No patient complications have been reported as a result of this event.